Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I have spent 2x $(B)(4) on previous protector customer fit at dentist. Both broke. I like the rest assured nite protector but the hard base layer has separated from the dental protector. Please will you replace it.